Event description:
Additional information received reports that the patient underwent surgical intervention in which the ipg and leads were explanted and replaced.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B3: event date is estimated.

Event description:
Related manufacturer report number:1627487-2023-03359, 1627487-2023-03360, 1627487-2023-03362. It was reported that the patient's ipg was flipped and is uncomfortable. The patient's l4, l5, and s1 leads also migrated. Surgical intervention is pending to address these issues.